Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up, the device was unable to communicate via bluetooth telemetry. No further intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received that the patient was seen in clinic and the device was interrogated by a programmer with no issue. No device problem found. The patient was stable.